Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced re-occurring chronic infections at the implant site. The patient was treated with multiple courses of oral antibiotics (dates and durations not reported) as well as undergoing procedures for site debridement (dates not reported). The implanted device remains.